Event description:
The customer reported that the system experienced multiple errors and locked up. No pt or user in jury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The mainframe system batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.